Event description:
Twin lumen hemo catheter inserted. Nine days later, unable to dialyze patient because air being drawn into lines - the next day catheter removal- area of air leak noted by and marked by or staff.